Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00789503602, lot: unk. Part: 00789503603, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00428, 0001822565-2021-00431.

Event description:
It was reported that the surgeon lost control of the trial heads and three versys head trials were lost inside the patient during surgery and could not be located. The surgeon attempted to find the trials with and without c-arm assistance to no avail. A general surgeon also scrubbed in to try to locate the trials interoperability with no avail. Delay was 30min - 60min. Patient underwent an additional procedure 4 days later and successfully removed all three trial liners. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. An xray was provided and reviewed by a healthcare professional. The review noted there are some semi-spherical radiodensities which project upon the left iliac bone, 1 located at the level of the tip of the acetabular screw and 1 located just superior to this density. Otherwise radiographically grossly unremarkable appearance of left total hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.